Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged dehiscence is related to the prevena¿ incision management system. It is unknown if medical or surgical intervention was performed, and the patient is reportedly receiving v.a.c.© therapy. There have been several attempts made to gather additional information, but there has been no response. Prevena¿ device labeling, available in print and online states: indication for use: the prevena¿ incision management system is intended to manage the environment of surgical incisions that continue to drain following sutured or stapled closure by maintaining a closed environment and removing exudate via the application of negative pressure wound therapy. The prevena¿ incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. The prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45 ml canister. The prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing.

Event description:
On mar 23 2018, the following information was reported to kci by the physician: the patient underwent a standard laparotomy with no issues, and the prevena¿ incision management system was placed in situ for 7 days. Upon removal of the prevena¿ incision management system, the physician allegedly observed evidence of a wound dehiscence. The patient is subsequently receiving v.a.c.© therapy. The physician expressed concern with the prevena¿ incision management system outcome as his practice of incision closure has not changed and he is confident with the application of the prevena¿ dressing. No additional information is available. A device evaluation of the prevena¿ incision management system could not be performed as it was confirmed the prevena¿ incision management system was disposed of. A prevena¿ dressing lot number was not provided, therefore a device history review could not be performed.

Event description:
On apr 20 2018, the following information was reported to kci by the physician: on (B)(6) 2018, the patient underwent a laparoscopic procedure to manage a ventral hernia which proceeded to a paraumbilical hernia repair. The procedure was then converted to an open cholecystectomy. A prevena¿ peel & place¿ dressing 20 cm was applied post operatively and was left in situ for 7 days. The prevena¿ peel & place¿ incision management system was removed on (B)(6) 2018. Two hours post prevena¿ peel & place¿ system removal, the patient became pyrexial with a temperature that elevated to 38 degrees celsius. The patient was placed on two intravenous antibiotics in addition to the two intravenous antibiotics the patient was currently receiving. On (B)(6) 2018, the nurse reviewed the patient as the patient's wound had allegedly dehisced, and the activ.a.c.¿ therapy system with v.a.c.® granufoam¿ dressings was initiated. The patient's wound healed after two weeks.

Manufacturer narrative:
Corrections: date of event was updated from (B)(6) 2018 to (B)(6) 2018 based on additional clinical information. Brand name was updated from prevena¿ incision management system to prevena¿ peel & place¿ incision management system based on additional clinical information. Based on the additional clinical information, it cannot be determined that the alleged pyrexia and dehiscence are related to the prevena¿ peel & place¿ system. It is unknown if the patient had a pre-existing infection or an improperly treated infection that may have contributed to the dehiscence. The patient was reportedly receiving two intravenous antibiotic therapies and required two additional intravenous antibiotic therapies. It is also unknown if or what medical or surgical intervention was required for the dehiscence as the only intervention noted was activ.a.c.¿ therapy system with v.a.c. Granufoam¿ dressings placement.